Event description:
Oversensing and inadequate rx delivery reported. The lead was replaced. No further patient complications have been reported as a result of this event.

Event description:
Oversensing and inadequate therapy delivery reported. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead returned.